Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the panel, main shell, screen shell ,power on/off, pollen filter, and pwr supply to address the reported problem reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit won't power down. "When it is turned off, it turns back on by itself". The customer reported there was no patient involvement.